Manufacturer narrative:
A complete lead was returned in one piece. Analysis was normal. No anomalies were found.

Event description:
New information noted that the lead was explanted and replaced on (B)(6) 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one day post implant, the atrial lead was found dislodged on routine x-ray. The patient presented for lead repositioning procedure, upon retracting the helix it was noted that there was no torque build up. The lead was repositioned on (B)(6) 2019. The procedure was successful with no complications to the patient. The following morning, the lead had dislodged again. Lead replacement was discussed but not yet performed. The patient was stable.